Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.

Event description:
It was reported that thrombosis and death occurred. During a watchman left atrial appendage closure (laac) procedure, a versacross connect access solution kit was selected for use. Pre-procedure left atrial appendage (laa) thrombus check was performed and cleared via transesophageal echocardiogram (tee); pass assessment for seal was complete all around the device, no peri-device leak (pdl) noted. Heparin was administered to patient prior to transseptal crossing. Five to six minutes between heparin being given and first act drawn; act result 265. The transseptal crossing was safely performed, with no issues reported. A non-boston scientific pigtail catheter was then inserted into the watchman sheath and was used to navigate from left superior pulmonary vein (lspv) into laa. Contrast injection(s) were performed to assess laa morphology and sizing for closure device. The pigtail was withdrawn from the laa through the sheath and thrombus was noted on the distal end of the pigtail, proximal to the curl. The watchman sheath was aspirated prior to inserting 24mm watchman device. Transesophageal echocardiography (tee) was performed as a sweep of the laa and aortic valve to assess for thrombus. There was a possible thrombus denoted at the aortic valve. The physician suspected that it was possible that portion(s) of the thrombus were sheared off of the pigtail into the left atrium when pulled into sheath. The physician continued the procedure advancing the 24mm watchman device into the laa and deployed once, no recapture. Position, anchor, size and seal (pass) criteria was checked and met requirements. The watchman closure device was released, and the watchman sheath withdrawn from body. The physician used perclose to close the groin access, and anesthesia began post-procedure process of reversing and waking patient up. The patient was sent to the post-anesthesia care unit (pacu) for recovery. Within one hour post procedure the patient underwent sever bradycardia and coded in the pacu and unknow intervention was performed but the patient died. The device is not expected to be returned for analysis (disposed). The versacross rf wire was yet inside the patient body when the thrombus was noted. No versacross device malfunctions were reported. It is unsure if the patient had a stroke or cardiac arrest. In the physician opinion, the versacross device did not impact directly to the patient complication or death, but it is suspected a thromboembolic event as the cause of death. The cause of death is possibly stroke or cardiac arrest.

Manufacturer narrative:
Correction to the initial MDR: the fields b2 (outcomes attrib to adv event), f10 and h6 (impact codes (3)) were updated, thus this supplemental MDR is being filed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that thrombosis and death occurred. During a watchman left atrial appendage closure (laac) procedure, a versacross connect access solution kit was selected for use. Pre-procedure left atrial appendage (laa) thrombus check was performed and cleared via transesophageal echocardiogram (tee); pass assessment for seal was complete all around the device, no peri-device leak (pdl) noted. Heparin was administered to patient prior to transseptal crossing. Five to six minutes between heparin being given and first act drawn; act result 265. The transseptal crossing was safely performed, with no issues reported. A non-boston scientific pigtail catheter was then inserted into the watchman sheath and was used to navigate from left superior pulmonary vein (lspv) into laa. Contrast injection(s) were performed to assess laa morphology and sizing for closure device. The pigtail was withdrawn from the laa through the sheath and thrombus was noted on the distal end of the pigtail, proximal to the curl. The watchman sheath was aspirated prior to inserting 24mm watchman device. Transesophageal echocardiography (tee) was performed as a sweep of the laa and aortic valve to assess for thrombus. There was a possible thrombus denoted at the aortic valve. The physician suspected that it was possible that portion(s) of the thrombus were sheared off of the pigtail into the left atrium when pulled into sheath. The physician continued the procedure advancing the 24mm watchman device into the laa and deployed once, no recapture. Position, anchor, size and seal (pass) criteria was checked and met requirements. The watchman closure device was released, and the watchman sheath withdrawn from body. The physician used perclose to close the groin access, and anesthesia began post-procedure process of reversing and waking patient up. The patient was sent to the post-anesthesia care unit (pacu) for recovery. Within one hour post procedure the patient underwent sever bradycardia and coded in the pacu and unknown intervention was performed but the patient died. The device is not expected to be returned for analysis (disposed). The versacross rf wire was yet inside the patient body when the thrombus was noted. No versacross device malfunctions were reported. It is unsure if the patient had a stroke or cardiac arrest. In the physician opinion, the versacross device did not impact directly to the patient complication or death, but it is suspected a thromboembolic event as the cause of death. The cause of death is possibly stroke or cardiac arrest.